Manufacturer narrative:
It was reported to philips that there was a failure to discharge with this device. There was no pt impact. The factory has not yet received the device for eval, and the complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that there was a failure to discharge with this device. There was no pt impact.